Manufacturer narrative:
A specific root cause could not be identified. Calibration data does not indicate a calibration issue. The quality control results were clearly within the ranges and do not indicate any issue with the reagent or the instrument. The first aftp result was not reproducible.

Event description:
The user received questionable a1-fetoprotein (afp) results for one patient. All results are in ng/ml. The initial result was 620.4. Another assay was then ordered for the patient and the afp assay was still in "ordered" status therefore, the afp was inadvertently retested. The result on e module serial number (B)(4) was 1210 with a data flag twice and (B)(4) on a 1:400 dilution. The sample was repeated on the e module serial number (B)(4) with a result of 60500 with a data flag on a 1:50 dilution. The user tested three samples from this venipuncture on the original e module and all gave a result of 1210 with a data flag. On repeat, the result for the sample that previously had a result of 60500 was 141028 on a 1:400 dilution and the other samples had a result of 121000 with a data flag. It was unknown if the patient was adversely affected. The afp reagent lot number was 15918001. The field service representative could not determine a cause. The user monitored their quality control and had no further issues.